Manufacturer narrative:
Initial MDR inadvertently listed an unknown implant date; however, the implant date was confirmed via a programming history review and should have been reported as 09/05/2016.

Event description:
It was reported that a patient has experienced severe, worsening seizures. Upon interrogation it was found that "5-10%" (ifi=yes) of the battery remained, and that the total on time was 2400 hours. It was noted that the patient has always been at moderate to low settings, and that it is believed that the battery has not performed up to its expectations. It was mentioned that the patient is being referred immediately for battery replacement. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Initial reporter, corrected data: initial inadvertently listed the wrong information for the patient's physician.

Event description:
An implant form received confirming that the patient's generator has been explanted and replaced. No additional details were provided. The explanted product has not been received to date. No other relevant information has been received to date.